Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
The patient reported that there was a poor communication screen on the patient programmer. There was poor communication. The last time stimulation was felt was at least 6 months ago. The last successful charge session was at least six months ago. It was noted that for a while they did not have pain so they were not using it. The patient was having a return of pain for a couple of months. The pain started to return a couple of months ago, (B)(6) 2015. The patient was trying to recharge and they could not. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Additional relevant medical history: spinal pain.